Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. In this case it was reported that the arterial blood gas analysis (abg) potassium value from a blood sample obtained from this disposable pressure transducer was falsely elevated. A treatment combination of intravenous glucose and insulin was commenced however was ceased after further blood analysis from an alternative location resulted in normal values. There was no patient injury. There was no allegation or indication of a device malfunction contributing to this adverse event. Several factors can effect blood analysis results taken from a disposable pressure transducer including incorrect position of the stopcock, drawing the blood sample too fast, incorrect or ill-fitted syringe, air in the sample, excess heparin in sample and clotting/hemolysis. A diluted or hemolyzed blood sample could result in incorrect laboratory values and ultimately lead to inappropriate/unintended treatment. It should be noted that the pressure monitoring system does not produce any laboratory values, but misuse of the system could cause diluted or hemolyzed blood samples.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental. Report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this disposable pressure transducer, very high potassium values were detected on the blood gas readings. The blood results were checked through other lines via the customer laboratory and the results came back normal. Treatment of insulin and glucose was provided to the patient due to inaccurate potassium values. This treatment was ceased after they confirmed the inaccuracy of the initial samples taken from the 'three way tap'. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.